Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that leads and stimulator explant were planned for the future due to high impedance issue. The measurements were greater than 2200, 2/3 was greater than 4000, 3/c was greater than 400 and 2/c was at 2212. Impedance testing, x-rays and reprogramming were performed. The patient was implanted on (B)(6) 2014. At time of implant impedance measurement within normal range. Device was programmed off to allow patient¿s surgical recovery. Post-operative follow up (B)(6) 2015 yielded out of range impedance values >(greater than) 2000 and >4000. The event date follow up yielded same impedance measurements >2000 and >4000. Device was currently programmed off. The patient was alive with no injury at time of report event. Pain and less than fifty percent therapy relief. Unknown location for the symptom or issue. Additional information reported by the representative clarified that he was notified on (B)(6) 2014 and during notification on (B)(6) 2014, it was discovered that the issued dated back to (B)(6) 2015. The impedance issues were not determined. No lead fractures were noted from ap x-ray. It was noted impedance tests were repeated, and no further troubleshooting. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.